Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the tip of the I-blade damaged and the energy button detached and not returned. The jaw was inspected and found properly attached to the shaft. Because the I-blade was damaged, this resulted in the jaw not compressing fully. This is likely to have impacted the condition of the jaw. This could have been interpreted as a loose jaw. A test button was reattached to the instrument and the device was partially tested with a generator. Not all functional testing could be done due to the condition of the jaw caused by the I-blade damage. No yellow alert screens were displayed during testing. Our manufacturing process verifies the presence and functionality of the instrument prior to shipping. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. No conclusion could be reached as to how the button detached from the instrument.

Event description:
It was reported that during a radical total laparoscopic hysterectomy (tlh) procedure, the device connected as per IFU to gen11 unit. Dissection commenced upon closure of jaw around the ovarian pedicle the device alarmed with instruction of ¿reposition jaws¿ the surgeon did this and closed the jaw and activated again. At this point the sealing and cutting action of the device was uneventful but the white activation button fell off the closing handle. A new device was subsequently opened and the case finished without event. It was also noted that the bottom top jaw seemed loose. There were no adverse consequences for the patient.